Manufacturer narrative:
The complainant was unable to report the upn and serial number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the spyscope ds ii access & delivery catheter and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and spyglass ds controller were used during a common bile duct stone removal procedure performed in the bile duct on (B)(6) 2021. During the procedure, an electrohydraulic lithotripsy (ehl) device was used and advanced to crush the stone, but the image of the spyscope ds ii disappeared midway. The spyscope ds ii was removed and reattached back to the controller; however, the image was still lost. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.